Event description:
During a pulmonary vein isolation (pvi), a farawave catheter was selected for use. It was reported that following an uncomplicated pulsed field ablation (pfa) pvi procedure, the patient's non-boston scientific (bsc) implantable cardioverter-defibrillator (ICD) could no longer be interrogated. The ICD was implanted in 2022, thus the battery was not suspected as a contributing factor by the physician. The probe was deemed to be older by the physician, but still a dual coil. The farawave catheter is not expected to be returned for analysis as it was disposed. No further information was provided. It was further reported that the patient had a medical history including smoking, obesity, poorly controlled diabetes, hypertension, chronic alcohol abuse (ceased a few years ago), fatty liver, prior benzodiazepine abuse, asthma, psoriasis, depression, and panic disorder. Cardiac history includes sudden cardiac death due to ventricular fibrillation in 2004 (likely triggered by severe hypokalemia and alcohol abuse), successfully resuscitated, followed by implantation of a dual-chamber ICD. The patient had undergone multiple ICD replacements and lead revisions due to complications such as thrombosis of the left subclavian vein and lead failure. The patient experienced sustained ventricular tachycardia (vt) episodes requiring amiodarone in 2009 and ablations in 2011, and recurrent ICD therapies over the years. There was a failure of a dual coil electrode in 2022. The implantation of a new atrial lead, new ventricular lead, and new device from right side occurred in 2022. In 2025, the patient was diagnosed with symptomatic paroxysmal atrial fibrillation with spontaneous conversion to sinus rhythm and recurrent episodes. Echocardiography shows mild left ventricular hypertrophy and mild left atrial dilation. The patient underwent pulmonary vein isolation using pulsed field ablation (pfa) on (B)(6) 2025. As previously reported, the procedure was successful but temporarily interfered with ICD interrogation as planned post-interventional re-programming of the device was not possible due to a failure to connect the device. The functionality of the device could not be evaluated as the patient was in sinus rhythm and not pacemaker dependent. The patient was placed on telemetry in response to the event. The following day, successful interrogation was achieved and connection to the device was possible again. Normal function noted with no errors or warnings. The patient was then discharged. The physician believed that electromagnetic interference interaction between pfa and the ICD possibly occurred as interrogation was possible immediately before the intervention took place but was not successful one hour later.

Manufacturer narrative:
A2: age at time of event, unit of measure- age: updated a3a: sex, a3b: gender - updated b1: adverse event/product problem - updated b2: outcomes attrib to adv event- updated b5: describe event or problem- updated d2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. H6: impact codes- updated. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
During a pulmonary vein isolation (pvi), a farawave catheter was selected for use. It was reported that following an uncomplicated pulsed field ablation (pfa) pvi procedure, the patient's non-boston scientific (bsc) implantable cardioverter-defibrillator (ICD) could no longer be interrogated. The ICD was implanted in 2022. Thus, the battery was not suspected as a contributing factor by the physician. The probe was deemed to be older by the physician, but still a dual coil. The farawave catheter is not expected to be returned for analysis as it was disposed. No further information was provided.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. E1: initial reporter phone number is (B)(6). It is reported here as phone number exceeded character limit for designated field.